Manufacturer narrative:
The event was reported in error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 413 mg/dl. Customer was experienced symptoms like felt unusual. Customer stated that auto mode feature was active. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was able to charge properly. Device failed to communicate and sync during radio frequency association, problem was isolated to electronic assembly. Unable to perform functional test due to communication anomaly.